Manufacturer narrative:
The customer's report of an overinfusion was not confirmed. Physical inspection revealed that instrument seal was not intact. Contamination was observed on all pins on the female iui connectors. Contamination and fibrous material has been observed on multiple pins on the male iui connector. Unit is chipped on the upper left corners of the pcu housing behind the display screen case. Observed contamination on all pins of the female iui. Observed contamination and fibrous material on the male iui. The pcu event log shows that pump module s/n (B)(4) was programmed to infuse drugid=1 at a rate of 25ml/hr with the vtbi of 200ml at 4:31:27 pm on (B)(6) 2018. At 5:23:52 pm, the device was channeled off. There were no alarms prior to the device being channeled off. The volume recorded as being infused during this period was 19.741ml. Functional testing (rate accuracy, timed rate accuracy, asm air in line testing, and ail threshold test protocol)performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s report of over infusion and failing to alarm was not identified during the investigation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient had normal saline running at 25 ml/hr from a 250 ml bag. After sending the rate over from the computer to the pump, writer verified rate on the pump. Pump was programmed appropriately. Writer went into patient's room about 45 minutes later to hang cetuximab infusion and discovered that the saline bag was empty and that air was in the line approximately 6 inches past the end of the pump chamber. The pump did not alarm air in line. The pump had been delivering the saline at the incorrect rate. It is unclear if the problem is from the pump brain or pump channel. The pump was removed from the treatment area and placed in soiled utility. Brain-(B)(4). Fccid: p6f433mhz pump channel- (B)(4)." An incomplete date of event of xx-nov-2018 was provided. The customer reported that the nurse initiated a primary infusion of normal saline 250ml at a rate of 25ml/hour in the ambulatory oncology unit. Approximately 45 minutes later the nurse found the normal saline infusion bag empty with air noted in the tubing set. The nurse stated that there were no visible air bubbles, nor does she remember if there was air visible in a striping pattern. The biomed department stated that the air in line setting is set as accumulated which is enabled at 75mcl. The customer further states that they clean their devices with cavi wipes and will use bleach to deactivate the chemotherapy agent. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: ethnicity: not hispanic/latino.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient had normal saline running at 25 ml/hr from a 250 ml bag. After sending the rate over from the computer to the pump, writer verified rate on the pump. Pump was programmed appropriately. Writer went into patient's room about 45 minutes later to hang cetuximab infusion and discovered that the saline bag was empty and that air was in the line approximately 6 inches past the end of the pump chamber. The pump did not alarm air in line. The pump had been delivering the saline at the incorrect rate. It is unclear if the problem is from the pump brain or pump channel. The pump was removed from the treatment area and placed in soiled utility. (B)(4)." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.